Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information regarding the reported event is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a heart attack and the procedure was aborted. The patient received CPR and medication due to the reported heart attack. Although the physician believes the patient experienced the heart attack due to previously diagnosed coronary artery disease and general anesthesia, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in section was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in patient information is not available. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that towards the end of an ion endoluminal lung biopsy procedure, the patient had a heart attack. Prior to confirming the heart attack, the patient was taken off the table and the anesthesiologist noticed that something was wrong. The physician believes the patient experienced the heart attack due to previously diagnosed coronary artery disease and general anesthesia. The physician said it is possible the patient could have experienced a heart attack if the bronchoscopy were performed via another modality. The physician reported no ion product malfunction occurred during this procedure. The surgeon/site does not believe an isi product caused or contributed to the heart attack. The physician obtained biopsies for one of the two target nodules. The procedure was aborted due to the patient heart attack before biopsies for the other lesion could be obtained. The patient received CPR, pressors, heparin, and cardiac catheterization due to this event. The patient was transferred to the cardiac catheterization lab where they received a stent. No other intervention was administered in the cardiac catheterization lab. The patient was later transferred to the ICU where they were hospitalized for a total of four days before being discharged home. The patient was not admitted to the hospital or ICU prior to this event.